Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. It was noted that the battery contacts were contaminated. (B)(4).

Event description:
It was reported that atrial and ventricular sensitivity was out of tolerance. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.